Manufacturer narrative:
(B)(4).

Event description:
It was reported that a single out of range hv lead impedance was observed during an in clinic follow-up. Patient will be seen again for another follow-up. The patient is stable.